Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. Literature citation: bernstein, derek m.d and et all. "Acute tibialis posterior tendon rupture with pronation-type ankle fractures" case report september/october 2016 volume 39 number 5: 970-975. This report is for unknown 2.7 mm distal fibula locking plate construct with 3.5 mm cortical screw, unknown lot, unknown quantity. Unknown part number, UDI is unavailable. Implant/explant information is unknown. Device is unavailable for return. Part # is unknown, 510k is unknown. (B(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, bernstein, derek m.d and et all. "Acute tibialis posterior tendon rupture with pronation-type ankle fractures" case report september/october 2016 volume 39 number 5: 970-975 united states article. This article describes 3 patients who had ankle fractures with acute traumatic rupture of the tibialis posterior tendon. All patients underwent open reduction and internal fixation (orif) for fracture treatment. Patients 1 and 3 were treated with competitors plate constructs. Patient 2 was treated with an unknown synthes 2.7 mm distal fibula locking plate construct with cortical screw. Necrotizing fasciitis developed in this patient two weeks post-operatively and resulted in a below the knee amputation. This is report 1 of 1 for (B)(4). This report is for unknown 2.7 mm distal fibula locking plate construct with 3.5 mm cortical screw.